Event description:
While using a heat lamp to reduce likelihood of hypothermia during pre-op preparation, infant received 1st, 2nd, 3rd degree burns from inguinal area to nipple on right side of chest and right inner upper arm.